Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 5 years post tavr procedure (date and reason unknown) the patient is reported to be ¿symptomatic¿. Post tavr the patient was fine but in the 5yrs, has since ¿deteriorated¿. The sapien valve will likely be replaced. The patient's CT will be reviewed in order to determine a course of action.

Manufacturer narrative:
Multiple attempts to obtain to obtain additional case information were made, however, the information has not been forthcoming. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as information has not been forthcoming; the cause of the reported valve deterioration is unknown. No manufacturing or IFU/labeling inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.